Event description:
Customer reported damage to the pump's housing and usb port, impacting the ability to charge the device, though it had not caused shutdown. There was no reported adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, instructed the customer to use multiple daily injections as a backup therapy, and provided guidance on putting the pump into storage mode. Customer was also instructed to return the damaged pump within ten days.